Event description:
It was reported when the device was used during a lobectomy procedure, there was oozing from the staple line. It was believed the staples were malformed. The staple line was oversewn. There was no pt consequence.